Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was both mildly calcified and tortuous and 90% stenosed. After an unspecified stent was implanted, the 2.5x15mm nc trek neo was used for post-dilatation, but the balloon ruptured at 12 atmospheres during the second dilation for 10 seconds. A new same-sized nc trek neo was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.